Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has had an increase in post-operative pain, redness, swelling, and drainage all at the ins incision. The cause is unknown at this time. The patient was prescribed antibiotics, but the symptoms have not resolved at this time. No device allegations.